Event description:
Report received of an overdelivery. The pump was received in the biomedical engineering department with an unsigned note that read: "pump delivered too much". There was no tracking information available including patient, nurse, or event location. There was no reported adverse patient event. Though requested, there was no further information available.